Event description:
It was reported the lead was dislodged and it was not possible to successfully fixate it, due to a problem with the helix. The lead was explanted.. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary vmr038663v analysis found blood in/on the helix mechanism, which would prevent the helix from extending properly.